Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn g.4. There were multiple PMA/510k numbers: k111860, k120138, k130470 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, 9 false positive gbs patient results were obtained. Samples were repeated and results were amended to negatives. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number: 441916 and serial number: (B)(6) had "false positive" results. Customer reported increased rate of false positive results, customer suspecting contamination issue and observed bubbling from the pipettor. Customer cleaned the instrument and switched to another lot of reagents, but issue persists. Customer did the environmental monitoring run and found multiple contaminated areas inside the instrument including the pipet head. Also observed the instrument creating bubbles while pipetting the specimens and mentioned the brown residue accumulated on side a of the instrument pipet head. Service cleaned and vacuumed debris from the instrument, cleaned both readers, performed alignment adjustments of the tray and robot. Then performed an empty fill check test, pump check test and reader health successfully without any issues or needed adjustments. Service performed a qualification run successfully; instrument was turned back over to the customer for normal use. This complaint is a confirmed failure of the instrument, and the root cause attributed to alignment and contamination. Review of device history record for instrument ct1678 is not required as this complaint does not allege an early life failure or failure at install of the instrument. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were returned. Photos and videos were provided and reviewed, videos did not provide enough evidence to conclude a root cause, but information in the work order did conclude a root cause. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, 9 false positive gbs patient results were obtained. Samples were repeated and results were amended to negatives. There was no report of patient impact.